Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported device not recognizing an open door and randomly stopping infusion were unable to be confirmed during evaluation. Evaluation was unable to reproduce an infusion stopping without user input. A test infusion was ran with no errors or anomalies. The link and latch switches were observed with normal function. The sensor calibrations were observed in specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not recognize an open door and would randomly stop during a test infusion. The problem was found during programming/setup in the biomed service department. There was no patient involvement. No additional information is available.